Event description:
Nurse reported bd insyte autoguard IV catheter did not retract after performing venipuncture. In the process of removing stylet, stylet jumped and landed on nurse's arm. They did not observe a puncture wound upon inspection. Action taken: reported to bd sales consultant, material svs. Epidemiology and risk mgr. Follow-up done by bd sales rep the following day.